Event description:
It was reported the patient died approximately four months after implant of a device and lead. The cause of death has been requested and not received. Based on follow-up with the funeral home, it was further reported that the patient died at home and the cause of death was respiratory failure with secondary causes of hypoxia, end-stage coronary artery disease (ecad) and end-stage congestive heart failure (echf).

Event description:
It was reported the patient died approximately four months after implant of a device and lead. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted there was outer insulation cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) no anomalies found, outer cosmetic depression. Proximal segment returned and analyzed.